Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy and will revert to manual injection as backup therapy while awaiting replacement.